Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to bladder infection that led to diabetic ketoacidosis on an unknown date. Customer also experienced hyperglycemic condition as the blood glucose level mentioned was 900 mg/dl. The blood glucose level at the time of the incident event was unknown. It was also reported that the patient lost the transmitter after the hospital procedure. No information on whether the customer experienced any symptoms as a result of high blood glucose was reported. No further complications were reported. The insulin pump will not be returned for analysis.